Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. On (B)(6) 2014, the patient complained of not using the stimulation very much due to the stimulation pattern. A device diagnosis was not applicable and a clinical diagnosis of increased pain was reported. The ins was reprogrammed on (B)(6) 2014. The event resolved without sequelae on (B)(6) 2014. The event was related to the device or therapy, not related to the implant procedure, and was due to programming. The most recent interrogation prior to the event occurred on (B)(6) 2014.